Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips there was an analysis result that no shock was necessary because the electrocardiogram was analyzed at the time of vt (ventricular tachycardia). We are considering that the patient likely presented in vt and the heartstart mrx failed to shock. Additional details have been requested. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.

Event description:
It was reported to philips there was an analysis result that no shock was necessary because the electrocardiogram was analyzed at the time of vt (ventricular tachycardia). We are considering that the patient likely presented in vt and the heartstart mrx failed to shock. No direct adverse event to the patient or user was reported. The event was resolved when a different device was used. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
The field service engineer indicated that the patient event file is not available. The device was tested and confirmed to be fully functional and has been successfully returned to service. It has been concluded that no further action is required at this time.